Event description:
The report received from the affiliate indicated that during set-up, the two (2 each) accs cath exten 65cm 1200psi catheter extension tubings were rotated to connect to the injector but they just kept rotating and could not be fastened securely. This occurred with both products. Therefore, the physician stopped using both extension tubings. No injection was performed through either product. The procedure was finished successfully, details not provided. There was no patient injury reported and the products will be returned for analysis. There was no information available about the patient and the target lesion. Both products were used for the same patient/procedure. Both products were stored properly according to the instructions for use/IFU. There was no damage noted to the product¿s packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted. No additional information is available. Addendum: preliminary analysis revealed that two (2 each) products were received and were joined together making a total of three (3) products returned/used for the procedure. An additional (B)(4) was created. Analysis of product #1 ((B)(4)) indicated that the hub was cracked.

Manufacturer narrative:
The product is available for evaluation and testing. The report received from the affiliate indicated that during set-up, three (3 each) catheter extensions were rotated to connect to the injector, but they ¿just kept rotating and could not be fastened securely¿. No injection was performed through the products, and they were not used on the patient. The procedure was completed successfully, but details were not provided. All three products were used for the same patient/procedure and had been stored and prepped according to the instructions for use (IFU). There was no damage noted to the product¿s packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. All products were inspected prior to use and appeared to be normal. No additional information is available. (B)(4): one non-sterile accs cath exten 65cm 1200psi was received coiled inside a bag for analysis. The hub (luer connector) thread of the catheter was found damaged. No other visual damage was noted on the received unit. The od thread could not be measured against (B)(4) due to damage presented in the luer connector thread. An attempt was made to tighten the luer hub to a lab sample syringe and indeflator. Even though the luer hub presented damage in the hub thread, the unit could be connected to the lab samples with no issues. There was no incompatibility/fit of the hub as reported in the complaint. In addition no leakage was noted during flushing test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that could be related to the reported complaint. Receiving inspection record of (B)(4) (connector luer) with lot 201110270013 was reviewed and no anomalies were observed. All of the inspections passed the requirements per inspection report 11563134 rev 1. The supplier of this component is classic industries inc and the connector luer lot was manufactured on 12/04/10. Supplier visual and dimensional inspections passed. The luer connector incompatibility reported by the customer was not confirmed since the units were connected without problem to lab samples. However, there was damaged hub thread on all three units and one unit was cracked. It was determined that the crack could be related to a high level of brittleness and possibly be related to a manufacturing issue. An internal risk assessment has been opened to the hub supplier to address this issue. (B)(4). Although these units (from the same supplier's lot) did not present the cracked condition, the hub damage reported for these units could potentially be related to the high level of brittleness presented on the tested unit. This is one of three (3) products used during the same procedure. Please reference MFR. Report # 9616099-2013-00091; # 9616099-2013-00092; and #9616099-2013-00413. Please note that this is the initial/final report for this product.